Event description:
The clinician reports that the day the implant was placed in ada 4, failure occurred upon insertion. Details of surgery: sinus perforation. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, mobility, swelling, increased sensitivity, hypersensitivity, abscess, fistula and inflammation. No further patient complications were reported.